Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited elevated impedance measurements less than 2000 ohms post device replacement procedure. The physician suspected a possible cut in the insulation occurred during the device replacement. Additional information was received one year five months later that this lv lead exhibited impedance measurements of greater than 2000 ohms, elevated threshold measurements and loss of capture (loc). Normal impedance and threshold measurements were obtained with electrical reprogramming of the lead. At this time, this lead continues to be monitored.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.